Manufacturer narrative:
The lot number was not provided. The device was discarded by the user facility. The investigation is currently underway.

Event description:
It was reported that the pta balloon dilatation catheter would not deflate for approx 5 minutes after inflation in the sfa. Reportedly, the balloon deflated after the endoflator was exchanged. The device was removed in its entirety through the sheath without incident. After removal, it was noticed that a portion of the balloon was shredded. Another pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.